Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was monitored and all operating currents tested within spec range. No blank display noted. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces and moisture damage was noted on lcd board.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage, physical damage, blank display, and alarmed button error. The customer's blood glucose reading was 200 mg/dl. Mother states the customer jumped in the pool exposing the pump to water. She state the pump had a blank display and there is condensation under the lcd screen. Also some scratches on the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.